Event description:
The customer stated that he lost consciousness and had to be treated by paramedics for hypoglycemia. Troubleshooting was performed. The time was off by one hour, so the customer was assisted with correcting it. The rest of programming was correct. The displacement and self tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.